Manufacturer narrative:
Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. The device in question wil be sent to maquet (B)(4) for repair. A supplemental - medwatch will be submitted when additional information becomes available.

Event description:
It was reported that drive shows error flow reading during service. (B)(4).